Manufacturer narrative:
The actual device was returned, and the sample shows the defect. Unable to review DHR and retention samples without lot code information. Potential root cause: chemical indicator ink was overfilled in the pan, which leaked and dripped onto the machine, causing the ink to splatter on the back of the filters. The manufacturing supervisor and quality engineer have been made aware of the complaint. The complaint will be closed as confirmed. Cosmetic defect, does not affect the form, fit, or function of the product. No further action will be taken at this time.

Event description:
The facility reported that ink splatter was observed on the filters. The accident resulted in a delay in surgery.